Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had been receiving an unknown dose and concentration of ziconitide via an implantable pump for non-malignant pain. It was reported the patient had a magnetic resonance imaging procedure with their first pump almost twenty years earlier and reported that it got a little warm and the pump felt like it was "pulling at it" and "vibrating." The MRI was not being done to detect a problem with the pump, they were "working in that area." No further complications were reported or anticipated.